Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, the lens needed to be cut out due to the patient experienced a capsular rupture. A new lens was inserted to complete the case with no other problems. Additional information has been requested.

Manufacturer narrative:
The iol was returned for analysis. A segment of the iol returned in the lens case. Solution is dried on both surfaces of the haptic. Both haptics are broken/torn and not returned. The optic is torn/split-cut. Approx. One third of the optic is torn/cut and not returned. The root cause for the pc-tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).